Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high right ventricular (rv) pacing threshold measurements, and high impedance measurements of greater than 2200 ohms. It was thought that the patient's rv lead had fractured. A surgical revision was performed, and the lead was not tested via the pacing system analyzer (psa) during the revision, thus a lead fracture was not confirmed. No additional adverse patient effects were reported. The device remains in service.